Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, high thresholds and a fracture. It was also reported that due to "anatomy issues" the physician was unable to successfully implant the replacement ra lead; hence the lead remains within the patient and was reprogrammed. No patient complications have been reported as a result of this event.